Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145326.

Event description:
Voluntary medwatch received states that patient's atrial lead exhibited noise oversensing and high, out of range pacing impedance. There were no patient consequences.